Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported migration and slda appear to be related to procedural circumstances/user technique associated with suboptimal imaging and not grasping enough leaflet. Image resolution poor is related to procedural conditions associated with suboptimal imaging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip movement and clip detachment from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A ntw clip was implanted in the a3-p3 commissural area successfully. Imaging was poor. After deployment, excessive movement was observed and the clip detached from posterior leaflet (single leaflet device attachment (slda)). Due to this, an additional clip xtw was implanted lateral to the slda to stabilize. There was no issue with this second clip and the mr was reduced to grade 1. It was thought the slda was due to poor imaging resulting in an insufficient grasp of leaflet. There was no patent consequences and no clinically significantly delay. No additional information was provided.